Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the clinic, the patient was hospitalised for a skin-flap reduction because of poor magnet retention. The implant remains in-situ.